Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: beds, mattresses, rails. Frame/structure, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for a sharp weld on the head section. One sharp area was observed but the orientation of the sharp edge was such that the end user would be unable to cut her leg on it. No other deficiencies were found for the head section. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in (B)(4) state: beds, mattresses, rails. Frame/structure, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for a sharp weld on the head section. One sharp area was observed but the orientation of the sharp edge was such that the end user would be unable to cut her leg on it. No other deficiencies were found for the head section. The consumer is alleging that her mother received a gash when being transferred in or out of the bed. The consumer is alleging there was a point at the head of the bed that was a weld and had a sharp edge. The consumer is alleging that the mothers' leg was gashed on her calf. The caller is alleging the patient needed 15 stitches. Update from 01/27/2016 added by consumer affairs: end users son in law stated that end user had just finished her bath and they were putting her back in bed and her leg slid over the bed and there was allegedly a jagged edge that cut her calf open. She is (B)(6) and very frail so the injury has been difficult but she is doing ok. Update from 01/29/2016 added by consumer affairs: end users' daughter called back and said the injury took place when the facility staff was putting her mom back in bed. Her mom cannot walk so he lifted her to put her in bed and her leg allegedly caught the side of the bed and there was a sharp part that drug down her leg. End user did not feel it as she has nerve damage and suffered a stroke previously (not related to this incident) and she didn't even know it was cut. Mom has thin skin and is very frail so she thinks it tore. She is doing well and healing. No further information provided or expected. A picture of the injury was received; there are 30 sutures visible.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer is alleging that her mother received a gash when being transferred in or out of the bed. The consumer is alleging there was a point at the head of the bed that was a weld and had a sharp edge. The consumer is alleging that the mothers' leg was gashed on her calf. The caller is alleging the patient needed 15 stitches. Update from (B)(6) 2016 added by consumer affairs: end users son in law stated that end user had just finished her bath and they were putting her back in bed and her leg slid over the bed and there was allegedly a jagged edge that cut her calf open. She is (B)(6) and very frail so the injury has been difficult but she is doing ok. Update from (B)(6) 2016 added by consumer affairs: end users' daughter called back and said the injury took place when the facility staff was putting her mom back in bed. Her mom cannot walk so he lifted her to put her in bed and her leg allegedly caught the side of the bed and there was a sharp part that drug down her leg. End user did not feel it as she has nerve damage and suffered a stroke previously (not related to this incident) and she didn't even know it was cut. Mom has thin skin and is very frail so she thinks it tore. She is doing well and healing. No further information provided or expected. A picture of the injury was received; there are 30 sutures visible.